Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt received high impedance during a systems diagnostics test of the vns performed during a routine office visit. The device was disabled. It is unk if trauma caused the high impedance, however, the pt suggested it may have been caused by a big seizure on (B)(6) 2010. X-rays were not provided to the manufacturer for review. Surgery to replace the vns lead and generator has already occurred. Attempts for the return of the explanted products have been unsuccessful to date.